Event description:
It was reported that on (B)(6) 2026, a PICC line was inserted into the patient¿s right elbow at the antecubital fossa. Less than a month after insertion, leakage was detected in the catheter. To ensure patient safety, the leaking catheter had to be removed and a new one reinserted. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device implanted into a patient with no dressing. A small droplet of a clear liquid was noted near the strain relief which indicated a leak. No details of the leak site could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.